Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited external noise oversensing and small signals on the right ventricular (rv) electrogram (egm), resulting in an inappropriate shock. The patient was on an abdominizer at the time, stimulating abdominal muscles. The ICD system remains in service. No adverse patient effects were reported.